Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall with repeated restarts, followed by insulin delivery stopping after a meal announcement; after guided troubleshooting including a successful dry run and then a full infusion set change with rewind, prime to drops, reconnection, and cannula fill, insulin delivery resumed and the user reported a blood glucose of 210 mg/dl, consistent with failure to infuse associated with the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device issue characterized as failure to infuse, traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.